Manufacturer narrative:
Product compatibility is unknown. A complaint history search of the manufacturing lot could not be performed. Manufacturing documentation could not be retrieved and reviewed. Neither operative notes nor x-rays have been returned for review. Component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Additional customer follow up indicated that x-rays from (B)(6) 2015 showed no problems with the zimmer implants, and that the pain the patient is experiencing appears to be coming from his lower back. With the information provided, a root cause determination cannot be made. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain.